Event description:
It was reported that the patient's left knee was revised due to instability in flexion and extension. A 7x10 ps insert was revised to a 7x12 ps insert.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.